Event description:
Tech's thumb was pinched between top of bucky handle and table top frame when table top is moved from back to front. Has also happened when table top is fully to the front position an tech reaches under, grabs handle and moves table to the rear.